Manufacturer narrative:
Evaluation summary: metallurgical evaluation revealed the rod broke due to fatigue. This event was patient related. The patient's non-healing of her femoral proximal fracture was most likely the contributing factor for the breaking and fatigue.

Event description:
The rod broke after nine months post op and was replaced. There was very little calas in bone healing process.